Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The first sureform 60 stapler instrument sn (B)(6) was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The radio frequency identifier-ID (rfid) editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is an expected condition for the instrument to not operate properly and to receive a lockout error after the manual grip release has been used. Review of logs were unable to verify any failures. There was no problem detected. The second sureform 60 stapler instrument (sn (B)(6)) was placed and driven on an in-house system. The instrument passed the recognition an engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument clamped and fired a green reload successfully. No failures were found in the logs. The instrument was fully functional. No product issue was identified. Please refer to the report with MFR report number 2955842-2025-15254 for additional details.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the sureform 60 stapler instrument was clamped onto stomach tissue and froze. The sureform 60 stapler instrument would not fire and would not release. The emergency button was pushed and the instrument was manually removed. No known impact or patient consequence was reported. On 26-mar-2025, intuitive surgical, inc. (Isi) received mw5167636 stating: "stapler was clamped onto stomach tissue and froze - it would not fire, it would not release. The emergency button was pushed and stapler removed manually."